Manufacturer narrative:
11/20/1998- supplemental report sent to FDA.

Event description:
The device was used during a segment resection procedure. Reportedly, the instrument did not staple. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.